Event description:
It was reported, that the patient presented for routine implant of the pulse generator. After the leads were connected, device over-sensing was noted, cause pacing inhibition or under-pacing. The suspected cause of noise on both the atrial and ventricular channels was electromagnetic interference. The physician observed, that noise occurred when the device was touched with a gloved hand. Nonetheless, the device was placed in the pocket. And the noise amplitude significantly deceased. The patient was stable.